Event description:
It was reported by the rep that during a laparoscopic cholecystectomy the clips were not forming properly. The case was completed with the same instrument. There was no consequence to the pt.